Event description:
During left ureteroscopy with laser lithotripsy, the laser fiber broke in the proximal aspect of the ureteroscope. This caused a hole to burn in the ureteroscope. Neither the ureteroscope or laser fiber were functional after this. The scope and laser were removed completely intact.